Event description:
It was reported that a patient presented to clinic for follow up. Chest x-ray was performed and revealed right ventricular (rv) lead dislodgement. The physician elected to explant and replace the rv lead. The patient condition was stable.

Manufacturer narrative:
The lead was returned due to dislodgement. As received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue. After cleaning and applying the torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured to be within specification.